Manufacturer narrative:
Based on the results of the investigation, wrinkling on the insertion part was observed upon inspection of the product. Therefore, it is considered that the flexible shaft was not rotating normally due to the wrinkle of the insertion part. The cause was linked to device but unable to trace more specifically. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited a wrinkle and scratches on the insertion tube. There was no patient involvement.